Manufacturer narrative:
As reported after the procedure the hydro-surg plus irrigator had green fluid in the battery housing/pump. Returned for evaluation was the battery housing which has been disassembled by the user facility. The pump housing and tubbing were not returned. As received there are no signs of "green" fluid within the opened battery housing. Examination identifies fluid leak and corrosion on the batteries, base battery springs and also identifies brown corrosion material on the battery housing. Based on the sample evaluation and investigation performed, condition of fluid leak into the battery housing is confirmed. However, without the missing pump head and tubing a definitive root cause as to the cause of the fluid leak cannot be determined. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in april 2021.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was identified that "green liquid" was found in the battery chamber of the bard/davol hydro-surg laparoscopic irrigator. There was no reported patient injury.